Event description:
A physician reported a pt who was originally skin tested on 9/27/1997 in the left forearm. The test was read on 10/2/1997 and determined to be negative. On 5/22/1998 the pt was first treated with two formulations of product in the nasolabial folds, forehead lines, glabella, periorbital crow's feet and the perioral philtrum. In approx late june of 1998, the pt noted varying degrees of redness at all the treated sites. On 10/20/1998, the pt reported intermittent redness, swelling, and tenderness from june to 10/1998, worse in the summer, during hot and humid weather. The pt had also noted persistent firm, "bead" like nodules at the treatment sites. Upon examination on 10/20/1998, the physician noted no peri-oral symptoms, persistence of "beads" around the periorbital crow's feet, and redness and bumpiness at forehead lines and right glabella. On 10/20/1998, the physician prescribed tepid wet dressings and oral non-steroidal anti-inflammatory drugs. On 10/26/1998, the physician planned to recommend an oral antihistamine if the symptoms continued.